Event description:
It was reported size 4/0 polypropylene suture breaking during surgery, after implant and grafting. (Lot# 180612-67) there was patient involvement with a healthy middle-aged male but no indication of an adverse event.